Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During device check using a manikin, the autopulse platform (s/n (B)(4) displayed a user advisory (ua) 19 (max applied load exceeded) error message. The customer did not troubleshoot the issue. No patient involvement.

Manufacturer narrative:
The reported complaint of "the autopulse platform (s/n (B)(6)) displayed user advisory (ua) 19 (max applied load exceeded)" was not confirmed in the archive data and during functional testing. The reported ua19 advisory message could not be replicated during testing, and the autopulse platform performed as intended. Visual inspection of the returned platform revealed a cracked front enclosure, unrelated to the reported complaint. The observed physical damage appeared to the characteristics of harsh impact due to user mishandling, as the front enclosure was last replaced in 2020. The damaged front enclosure was replaced to address the observed issue. The autopulse platform archive data was reviewed, and the reported ua19 advisory message was not observed. Further review of the archive data was performed and showed multiple ua41 (patient temperature sensor failure) and one ua11 (max patient temperature exceeded) advisory message, unrelated to the reported complaint. The autopulse platform passed initial functional testing without any fault or error. The reported ua19 was not replicated during testing. Also, the ua41 and ua11 advisory messages that were observed in the archive data were not duplicated. Nevertheless, the temperature sensor cabling was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. During further functional testing, it was noted that the encoder driveshaft was stiff and could not rotate smoothly, unrelated to the reported complaint. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The autopulse platform was manufactured in september 2015 and is almost 6 years old, has exceeded its expected service life of 5 years. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(6).